Event description:
User facility voluntary medwatch received from cdrh indicating the pt received more medication than intended. The report stated, "lidocaine drip initially infusing at 30ml per hour. Pt had seizure and rate on pump reading 500ml per hour. Pump taken out of service and sent to biomed, only report at this time is that pump malfunctioning. Pt is stable at this time." Upon further query the following info was provided: at an unspecified time, the device was programmed to deliver an unspecified concentration of lidocaine at a rate of 30ml/hr with a volume to be infused (vtbi) of 500ml and the delivery was started. No further programming parameters were provided. Approx 20 minutes later, the nurse noted the pt was having a seizure and that the device was delivering the lidocaine at a rate of 500ml/hr. The device was turned off and removed from clinical service. The physician was notified and ordered a CT (computed tomography) scan of the head and unspecified labs. The pt was started on "seizure protocol/precautions." The pt's condition was reported as "doing fine." There were no reported adverse pt sequelae. During testing at the user facility, the biomedical engineer noted the control knob position did not match the displayed position. Though requested, no additional info was provided.